Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported, the patient had a change in therapy effect. The reporter stated that since five days to one week post implant, the patient felt like the pump was not working the same. It was noted, the patient had dose adjustments and never felt any different. It was further noted, the patient had no falls or trauma. The reporter stated, the patient¿s healthcare professional (hcp) aspirated from the catheter access port (cap) today and was able to get good cerebral spinal fluid (csf) backflow to confirm placement was intrathecal and not epidural as was suspected. It was noted that after the cap was cleared, the reservoir was filled with a new concentration. It was further noted, the hcp wanted a rate of 13 mg/day. The pump contained bupivacaine and dilaudid. Additional information received reported the cap was aspirated that there was free flowing csf. The reporter stated they wanted to confirm this because, the patient¿s dose had been significantly increasing and the patient insisted they were feeling no difference in pain relief. It was noted, the patient only felt pain relief for the first five days after implant. It was further noted, the hcp stated, the patient was still on a lot of oral medications. Additional information received reported the exact symptoms were the patient was not getting pain relief. The reporter stated they did not have telemetry as the programming was done with the hcp¿s programmer. Additional information was requested, but was not available as of the date of this report.